Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR? A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe sterile, single use was forming bubbles in the chamber of the syringe when drawing blood. No serious injury or medical intervention was reported.

Manufacturer narrative:
This complaint was determined to be related to report # 1213809-2019-00235 and will be combined there as a result. 1213809-2019-00193 is cancelled due to this.

Event description:
It was reported that bd luer-lok¿ syringe sterile, single use was forming bubbles in the chamber of the syringe when drawing blood. No serious injury or medical intervention was reported.